Event description:
Boston scientific crm received information that at the implant procedure the right atrial (ra) lead measurements were not able to be obtained due to atrial fibrillation. At the patient's one month follow-up visit, it was noted that the ra lead threshold measurements were between 4.2 and 5.0 volts and there were a lot of farfield sensing events. After a successful lead revision, the threshold measurement was 0.6 volts, the p-wave amplitude measured 1.8mv, the impedance measurement was 502 ohms and there was very little farfield sensing. The ra lead remains implanted in the patient.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.